Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a calculus retrieval procedure on (B)(6) 2009 (over (B)(6)). According to the complainant, the basket failed to grasp the 1cm stone. Once the basket was retracted, it would not open at all. Following removal of the device from the scope, the basket was actuated and would only open 5mm. The sheath was found to be completely detached from the handle. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, it there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).